Manufacturer narrative:
(B)(4). On (B)(6)-2014, the customer, (B)(6), reported that the table is free floating, for br 64 728231. The system was not in clinical use at the time the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse determined that the service latch was not secured and re-secured the service latch nut to resolve the issue. Fse verified that the service latch was tight. The fse could not provide the cause of the unsecured service latch. No other service latch complaints have been received from the customer after the service latch was re-secured. There was no part replacement. The system is fully operational. CT engineering determined that the overall risk is acceptable. CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine a rescan is necessary. The risk associated with a rescan from a CT scanner is acceptable. A field safety notification (fsn 72800614) was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. Since the fse was not sure of the cause of the unsecured service latch, a root cause could not be determined.

Event description:
The customer reported that table is free floating. The philips field service engineer (fse) confirmed there was no harm to a patient, bystander, or operator. The fse determined that the service latch had come loose and resecured the service latch to resolve the issue.